Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 129 ohms. There was a 41j appropriate shock delivered a month back with a single coil shock impedance of 119 ohms. Technical services (ts) reviewed and recommended to increase shock impedance out of range limit to 150 ohms and consider max energy shock. This rv lead remains in service. No adverse patient effects were reported.